Event description:
Attorney alleges patient "suffered repeated shocks and fractures, after the enhanced monitoring system was in place, and the monitoring failed. (Patient) suffered these shocks and fractures without any alarm sounding from his purportedly 'enhanced' monitor" and "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." Further alleges as a result of the lead, patient "suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective sprint fidelis lead removed or replaced." It was later reported the patient later died during the lead extraction. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received.

Event description:
Attorney alleges patient "suffered repeated shocks and fractures, after the enhanced monitoring system was in place, and the monitoring failed. (Patient) suffered these shocks and fractures without any alarm sounding from his purportedly 'enhanced' monitor" and "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." Further alleges as a result of the lead, patient "suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective sprint fidelis lead removed or replaced." It was later reported the patient later died during the lead extraction. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received. Detailed analysis of the lead was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. It was later reported by the manufacturer's representative that the lead had "failed" and was being explanted due to high voltage coil impedances.

Event description:
Attorney alleges patient "suffered repeated shocks and fractures, after the enhanced monitoring system was in place, and the monitoring failed. (Patient) suffered these shocks and fractures without any alarm sounding from his purportedly 'enhanced' monitor" and "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." Further alleges as a result of the lead, patient "suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective sprint fidelis lead removed or replaced." It was later reported the patient later died during the lead extraction. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched, but has not been received. Therefore, we are unable to fully evaluate the reported event. It was later reported by the manufacturer's representative that the lead had "failed" and was being explanted due to high voltage coil impedances. Additional information received reported a fidelis lead fracture and the patient had medical history of chf. Analysis summary - (B)(4) detailed analysis of the lead was not performed at this time due to pending litigation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance - max svc impedance rises from 70 ohms the week of (B)(6) 2010 to 2032 ohms the week of (B)(6) 2010. Hvb lead impedance rises from 57 ohms the week of (B)(6) 2010 to 1424 ohms the week of (B)(6) 2010. Patient alert recorded for hva-hvb lead on (B)(6) 2010. Alert for svc (B)(6) 2010.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received. Detailed analysis of the lead was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. It was later reported by the manufacturer's representative that the lead had "failed" and was being explanted due to high voltage coil impedances. Additional information received reported a fidelis lead fracture and the patient had medical history of chf.

Event description:
Attorney alleges patient "suffered repeated shocks and fractures, after the enhanced monitoring system was in place, and the monitoring failed. (Patient) suffered these shocks and fractures without any alarm sounding from his purportedly 'enhanced' monitor" and "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." Further alleges as a result of the lead, patient "suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective sprint fidelis lead removed or replaced." It was later reported the patient later died during the lead extraction. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.